Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set cannula that was in the patient's skin was bent and had an occlusion, which caused the insulin to not be able to go through the cannula. The patient's blood sugars were high until she was able to go home and change the set. No permanent injury was reported. See MFR: 2183502-2016-02076.